Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative found that x-stage cover had numerous indents from the docking pins. The representative then removed the x-stage cover, manually straightened the indents and replaced the cover. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry of the imaging system would not entirely extend in the x-direction. The reported issue occurred when the representative was on-site to investigate a separate reported issue. No additional information was provided. There was no patient present when this issue was identified.